Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dealing robot and scrub tech noticed a hole at the base array portion of the drape. Part thrown away. Case type tha. Surgical delay yes - 15 minutes.

Event description:
Dealing robot and scrub tech noticed a hole at the base array portion of the drape. Part thrown away. Case type tha. Surgical delay yes =15 minutes.

Manufacturer narrative:
Reported event: it was reported that the drape was damaged intra operatively. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 600 devices were manufactured under lot no d172261 and accepted into final stock on 08/15/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111320, lot number d172261 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not available for evaluation.